Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that on (B)(6) 2019, that the central station failed to alarm. The patient died.

Manufacturer narrative:
There was no product malfunction; this is a user issue. A philips clinical application specialist (cas) reviewed the alarm audit log with the customer. They were able to see that there was an alarm at the central which was acknowledged at the pic ix in the ICU. After this, it was a unclear what happened between 6:42 until 7:14. That timeframe was reviewed by a philips response center engineer. The rce found an xbrady alarm at 6:40:01 an and asystole alarm at 6:42:27. The alarms were silenced at 6:45:28. Another asystole alarm occurred at 7:14:25, and was silenced at 7:28:05. No issues were reported with the function of the pic ix, and there have been no subsequent calls logged for this device/issue. The device remains at the customer site. No further investigation is warranted at this time.